Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The patient's atty did not allege a specific device failure or patient injury and medical records have not been provided. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by that patient's atty: on (B)(6) 2003 the patient was implanted with a bard kugel mesh. On (B)(6) 2014 the patient underwent alleged explant of the bard kugel mesh. The atty's report alleges pain, injury, additional medical treatment, defective mesh.